Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error after exposure to MRI. The customer¿s blood glucose level was 70 mg/dl at the time of the incident and treated with food. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported a motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device failed displacement test and motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify unexpected restart error test or perform the prime test, occlusion test and no delivery test due to motor error alarm. Device had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.